Manufacturer narrative:
(B)(4). Batch # p92w1c. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be functional. When the instrument was disassembled to inspect the internal components, the moisture indicator was found to be positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal, however no definitive root cause could be drawn. It is probable that the ingress of moisture affected the handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device didn't work. No information about the delay and patient consequence was not reported. No further information available.